Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported developing little red bumps underneath the electrodes. The patient was prescribed a cream (topical steroid fluocinonide) from physician. Patient reported that the irritation improved.